Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. There was no report of hospitalization. The patient was treated with unspecified antibiotics. At the time of this report, the patient did not recover from the event. Action taken with pd therapy was not reported. No additional information is available.